Event description:
A (B)(6) female pt underwent a procedure on (B)(6) 2013. The end ventricular drainage broke while being removed and the tip of the catheter was retained. The pt was taken to the operating room for removal of the retained catheter on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.